Manufacturer narrative:
Product evaluation: a product evaluation/investigation was not performed as no product was returned. Manufacturing record review: a product manufacturing record review could not be performed as serial number of the product was not provided/known. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. No product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant to occur a week from (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient ended up with -1.00 post-op, after an implantation of a zcb00 intraocular lens (iol). The physician targeted plano but the outcome was almost exactly -1.00 off target. Through follow-up it was learned that this implant occurred several months ago. This patient is scheduled for an iol exchange.